Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the log file was downloaded; data review revealed that fault codes had been recorded. Laboratory analysis was able to determine the touchscreen became unresponsive, but the issue was resolved when a new screen was used.

Event description:
It was reported that this programmer device was returned for analysis without a complaint associated. No adverse patient effects were reported.